Event description:
A malfunction on the pump was reported by the caller, identified by malfunction code "malf 9." There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the caller with resetting the pump as the malfunction code was resettable, and after the reset the code did not recur. The customer was advised to continue using the pump and understood to call back if the issue occurred again.